Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the connector pin was broken. The patient thought there was a short in the wire, so she was moving it around and then the connector pin broke off. The patient had no stimulation because she was not able to charge. The patient had a sudden change in therapy. No patient harm was reported. The patient's indications for use include failed back surgery syndrome. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Analysis of the returned desktop charger model 37761 serial #(B)(4) showed that the metal connector at the end of the cable assembly had broken off.